Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer needed to press the wake button multiple times with force before the pump screen turned on. Customer¿s blood glucose was 233 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.